Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿

Event description:
It was reported that the cartridge connection disconnected while the customer was asleep. Customer's blood glucose level was 206 mg/dl. Reportedly, the customer reconnected the connection.